Manufacturer narrative:
Additional information: b5, d4, d10 (date is ni), h4, h6 (update codes), h11. B5: either one (1) or (2) devices under-infused. The devices contained fluorouracil and saline. H11: the actual devices were not available; however, photographs of the sample was provided for evaluation. Visual inspection of the photographs showed fluid in the bladder which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume folfusors underinfused during infusion. There was an unspecified quantity of instances where the device failed to deliver the full dose of medication to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.